Event description:
It was reported that the pump alarmed "no disposable clamp tubing". The patient switched to a backup pump, which resulted in same alarm. Switched to new cassette and infused without issue. No patient injury was reported.

Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. 510k number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.